Manufacturer narrative:
This complaint is confirmed. During functional testing the catheter exhibited one leak that is located on the arterial extension leg. The leak was only visible under pressurization and appears as small bead. No blunt instrument trauma or clamping damage was observed that would be associated with the leak site. The small pinhole leak may have occurred during placement or the catheter may have been inadvertently poked with a shap implement; however, at this time the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot # retk0740 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was implanted by the ir service. The day after they were informed that the arterial route had a leakage (when clamp was closed and a solution was injected it was detected that the catheter had a small hole. The catheter was removed after few days. No damages for the pt. The used technique was seldinger.